Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported issue. The fse opened the display and checked cables and connections, but he could not find any problem with the iabp. As a precautionary measure, the fse changed the complete display unit. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the iabp's screen was flashing and the image was distorted. No adverse event or serious injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested. A supplemental report will be sent upon receipt.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the iabp's screen was flashing and the image was distorted. No adverse event or serious injury was reported.